Event description:
A customer reported to baxter (B)(4) a clearlink continu-flo solution set in which the tubing broke. According to the report, while attempting to remove the tubing from the flolink connector, the end of the tubing broke and remained in the connector. The process step is during use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.